Event description:
The patient was implanted with a herniamesh t-sling on (B)(6) 2007. Many years later the patient has suffered serious injuries and damages necessitating continued medical treatment for the foreseeable future. No further information has been provided